Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A memory dump could not be performed due to model number and serial number being corrupted. However, bradycardia therapy remained available. The battery was removed and tested. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported during a routine follow up appointment that this pacemaker device was found in safety mode. Subsequently the device was explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. This device has been returned, and product investigation completed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine follow up appointment that this pacemaker device was found in safety mode. Subsequently the device was explanted. A new device was implanted. The explanted device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.